Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient is alleging tongue, throat, and neck cancer. At this time, no medical intervention has been reported. Additionally, the device was returned to the third-party service center. There was no evidence of foam particle observed. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto CPAP. The patient is alleging tongue, throat, and neck cancer. At this time, no medical intervention has been reported. Additionally, the device was returned to the third-party service center. There was no evidence of foam particle observed. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Additional information has been added in b5 verbiage. In box g date received by mfg has been updated/corrected.